Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 170 mg/dl and 308 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1: 203mg/dl (B)(6) 2099 01:05:00 pm fasting: no; 2: 153mg/dl (B)(6) 2015 01:04:00 pm fasting: no; 3: 145mg/dl (B)(6) 2015 01:57:00 pm fasting: no; 4: 162mg/dl (B)(6) 2015 09:10:00 am fasting: yes; 5: 180mg/dl (B)(6) 2015 09:08:00 am fasting: yes. Adverse event not reported.